Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. All functional testing performed was acceptable. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a transfer set during use. The patient was connected at the time of the event. The customer reported that the transfer set leaked from above the "white part where you twist to lock it." The transfer set had been in use for only six days. There was no patient injury or medical intervention reported. No additional information is available.